Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 31jul2019. During debugging, the primary alarm found the copper braided wires solder joint through to the other end of the copper braided solder joint was measured and found an open. The open break is inside the black glue and coils. No further testing is required on the speaker assembly. The fse identified the electrical open in the speaker created the primary alarm failure (1102 error code). This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported an (1102) primary alarm test failed error code. There was no patient involvement.